Event description:
Patient underwent uneventful lasik ou (B)(6) 2016. Approx three weeks post-op, the patient called reporting symptoms consistent with tlss in absence of other symptoms. The same day she started a steroid regimen ou every 2 hours until symptoms improve, then steroid taper. On (B)(6) 2016 vasc 20/20 od, 20/20 os. Log files have been requested. Ref MFR#: 3003288808-2016-00718.